Event description:
Inbound. Patient reports no disposable pump wont run alarm with cadd legacy pump when cassette changed, cadd legacy pump serial number (B)(4) and (add cassette 100 ml with flowstop lot number 416 9940, expiration date: 09/01/2026. Replacement sent. No further details provided.